Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned mmdg could not investigate the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter states that the pumps auxiliary alarm was not working. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).

Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation, the internal battery was found to be outside of product specifications, causing the auxiliary alarm to only sound for a short period of time before shutting off. The pump was repaired and returned to the customer.

Event description:
The initial reporter states that the pumps auxiliary alarm was not working. They also stated that this occurred during testing and therefore did not have any patient involvement. (B)(4).